Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to start to erode out of the pocket after 11 months of implant. No pus or bleeding was observed but some redness was observed around the pocket. The system was explanted and replaced. The patient was stable.

Manufacturer narrative:
Interrogation of the device revealed it was above the elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri.